Event description:
It was reported that the right monitor was out of focus making interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The right monitor was replaced and both monitors adjusted. The ambient light monitor was adjusted. The system was tested and found to be working as intended and placed back into service.